Event description:
It was reported that, during the implant procedure, both left ventricular leads were attempted but not used due to the patient's anatomy. Both leads were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned and analyzed. Blood/body fluid was observed on all conductors (not obstructed). (B)(4) no anomalies found; the full lead was returned and analyzed. Blood/body fluid was observed on the distal conductor (not obstructed).